Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ion selective electrode (ise) buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported obtaining erratic ise (ion selective electrode) patient results involving the au5800 clinical chemistry analyzer. There was no confirmation quality control was within the laboratory's established ranges prior to the generation of the erroneous results. There was no change to patient treatment in association with this event.